Event description:
The reporter indicated that the surgeon implanted 12.6mm vticm5_12.6; -12.50/3.0/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens tore during injection/delivery into the eye. Intraoperatively the lens was removed. It was additionally noted "lens got stuck in plunger". There was no patient injury. On(B)(6)2022 a replacement lens of the same length was implanted and the problem was resolved.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).